Event description:
The catheter was implanted the 10th of february and used normally. After the patient did CT examination, the machine showed e001 after connection. Explantation of the catheter on the 13th of february.

Manufacturer narrative:
Analysis: opening the hull shows that the micro-cable is broken under the circuit board, indicating excessive and abnormal elongation. Conclusions: the return catheter does not comply with our specifications. A break in the micro-cable under the electronic board is at the origin of error e001 observed in use.

Event description:
The catheter was implanted on (B)(6) and used normally. After the patient did CT examination, the machine showed e001 after connection. Explantation of the catheter on (B)(6).